Manufacturer narrative:
Event date: "months ago". Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified angioplasty procedure, a balloon rupture occurred. The gladiator balloon ruptured concentrically outside of a stent at maximum inflation pressure. Additional information has been requested and is not available.